Event description:
It was reported that the unit gave an e-1 error during a case. The unit was swapped out, causing a slight delay in the case. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.